Event description:
The enloe home medical equipment territorial sales manager reported that the tdx si hd power wheelchair has tipped over, and as a result, the user had broken fingers. The providers' technician inspected the wheelchair with the user on the chair. MDR filed.

Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Model tdx si hd, serial number/date code (B)(4), and it is approximately two year old. The owner's manual part number 1154294, and it was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is (B)(6) female, and weight (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.